Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a perclose proglide device after a diagnostic coronary angiography procedure. Reportedly, after the procedure, device had been positioned as usual. At the moment of the pulling the suture in order to knot it, the suture broke below skin level and was pulled out of the anatomy. A non-abbott device was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the device. No additional information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.